Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection of the provided photos and videos showed two different products. The videos does not show which product was recorded. A leak at the header was observed on the video likely due to a crack in the welding zone of the header. The reported condition was verified. The cause of the crack could not be determined. The visual inspection by naked eye of the actual product showed the product wet. A leak test of the dialysate side was performed and no leak was observed. A leak test of the blood side was also performed and no failure could be found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the first hour of treatment with a polyflux 210h, an external fluid leak was observed to be coming from a slight crack found on the header. The patient lost an estimated 50ml of blood. There was no patient injury associated with this event, however, the patient was given antibiotic prophylactically. No additional information provided.